Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6) ); however, the alarms were not reproduced during testing the submitted log file and the downloaded log file from the returned system controller contained data spanning approximately 1.5 hours on (B)(6) 2021 (19:42:32 ¿ 20:23:21 per the timestamp). The log file captured intermittent low power advisory alarms while connected to battery power from the first event in the log file, (B)(6) 2021 at 19:42:32 to (B)(6) 2021 at 20:03:50 due to the rsoc voltage in the white power cable dropping to approximately 0 volts. In addition, the log file captured intermittent low voltage hazard with power cable disconnect alarms while connected to battery power occurring from (B)(6) 20021 at 19:44:36 to 19:59:08 due to the rsoc voltage in the black and white power cable dropping to approximately 0 volts. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The atypical power cable disconnect alarms found in the log file were not able to be reproduced during testing and there were no issues with the returned system controller. Provided information indicated that no further issues have been reported since the equipment was exchanged. The root cause of the reported low voltage alarms could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 30jul2020. Heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), , low voltage advisory alarm conditions, low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient came to the emergency department with complaints of low voltage alarms despite being connected to charged batteries. The patient had their batteries and clips exchanged initially to troubleshoot but eventually required a controller exchanged due to the continued alarms. A log file was sent in for review which found low power advisories while tethered to batteries. There was no interruption in pump support. There were no other unusual events seen on the log file. No additional information was provided.